Event description:
It was reported that the charging port of the pump was worn out and no longer held the charging cord in place, requiring to physically hold it to charge. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.